Event description:
Surgical intervention with debridement of hematoma-seroma 11 day's after implantation. This issue was described in documents that we have received to case (B)(4) (revision surgery in (B)(6) 2016) (your ref. 9613369-2016-00074).